Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, account states they have placed four 5fr dl piccs that <12 hours of being placed, none of the lumens will draw and can't be flushed. States there have been different placers, and each placers has stated zero issues with placements. States after placement each of the lumens drew blood and had no issues. Trouble shooting was performed: cathflo with no improvement. And still was unable to get blood return and had difficulty flushed. An xray was performed on all four piccs and the xray showed correct placed of the line. It was reported this occurred with four devices. This report addresses the fourth device.